Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that a new lead was placed and the patient was in good condition. It was unknown what caused the issue. The patient weight was unknown. The implant date was updated, along with the serial number. No further complications were reported as a result of this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3387s-40, lot# va199c2, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's disease. It was reported that the patient studied abroad and felt abnormal in their body. They found the lead was broken in the body after ex amination. The lead was replaced on (B)(6) 2018. Effective measures were taken. The patient was in good condition. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.